Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to olympus service operation repair center (sorc). Omsc checked the device history record of the subject device, there was no irregularity found. Based on the information provided by sorc, omsc surmised that the image was distorted and was not displayed because the communication failure occurred due to the dirt on the electrical contacts of the video connector. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during unspecified timing, the endoscopic image of the subject device was not displayed. The occurrence date of event is unknown. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon was duplicated due to dirt on the electrical contacts of the video connector. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.